Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during priming they noticed an external leak at the port. Patient was not involved.

Manufacturer narrative:
The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on january 05, 2021. A physical sample was not received for the investigation; however, a video was provided for reference. The video was visually inspected, and the reported issue was confirmed; a leak was observed in the bushing. A review of the manufacturing process was performed. Overall, all processes and controls were found to be adequately followed, including sub-assemblies, finished product assembly, and product packaging and inspections. During analysis of the production line, it was determined that the most probable root cause of this issue is related to the manufacturing process due to the mandrels being misaligned during production (between the ring and the mandrel). To prevent this issue from reoccurring, the mandrels of the large tube have been replaced and a check list was created for the documented revision of the mandrels. No further corrective actions are applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.